Event description:
Per the surgeon's report, the pt reported unusual sounds and difficulty understanding speech. External equipment was swapped and the device was reprogrammed, but this did not solve the problem. Using the appropriate diagnostic equipment, it was determined that there were multiple short and open circuit electrodes on the electrode array. Explantation/reimplantation surgery is planned.